Event description:
A technician reported that one day following bilateral lasik surgery, a patient was reported to have stage 1, mild diffuse lamellar keratitis (dlk). Topical steroids were increased to treat the event. There were no complaints reported by the patient, and no loss of visual acuity. In a follow up, a technician reported that the event had resolved. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).